Event description:
It was reported the pt complained of discomfort and overheating during exams upon completion of cervical, lumbar, and thoracic exams on the magnetom essenza system at this site. Several other similar instances were reported by siemens to FDA from this site under report number 2240869-2011-00041. The performance maintenance on the system was performed dec 2, 2011 with no issues identified. There have been no reports of pts sustaining any injuries or having sought any form of medical treatment with regard to the reported incident.

Manufacturer narrative:
Siemens tech support and local service were dispatched to the reported site. The engineers ran tests and submitted the results to the factory for further investigation. The body coil and spine coil on the system were replaced. Siemens tech support will continue to monitor real time scans. Factory experts did on site support and the system was found within the specs. The investigation is ongoing.